Manufacturer narrative:
There is no evidence of a device malfunction. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The user's guide also instructs to rinseback the patient's blood if alarms cannot be resolved promptly. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling instructions are followed. Facility staff has provided additional training to the patient. There have been no further similar problems reported subsequent to these events. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
Multiple air and pressure alarms occurred during three routine hemodialysis treatments which could not be resolved. All three treatments were discontinued without performing rinseback, resulting in a blood loss of 190cc for each. The patient's standard epogen dose was increased due to a decrease in hgb following the three blood loss events. No other medical intervention was required.